Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. Per the persona surgical technique, "the keel of the tibial implant has a unique location for every size; therefore it is critical to select the proper size at this step, before drilling and broaching. Once these subsequent steps have been performed, the size should not be changed." Tibial drilling and broaching is the same for size e and size f tibial components; however, the location of the keel is determined by using the size-specific tibial sizing plate. Reported information indicates that the patient's tibia was sized and prepared for a size e component but a size f was opened by mistake and implanted. The surgeon noted the mistake immediately after implantation but did not see a reason for revision at that time.

Event description:
It is reported that the surgeon implanted the incorrect site of tibial component.